Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a button error. Alarm occurred after customer had a bath and the device was at side of it. Cracks were noted in the battery compartment and the reservoir compartment. The device was not dropped or bumped. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the insulin pump had intermittent button response due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked belt clip slot near battery compartment, cracked reservoir compartment and cracked reservoir tube lip.